Event description:
The customer reported a ventilator experienced a standby issue while on patient. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse as unable to duplicate the reported error. The device was evaluated by the fse who could not duplicate the reported issue. The unit passed all testing and was approved for use. The customer agreed that no preventative measures need to be taken at this time. Based on the information provided and service performed, the customer¿s alleged malfunction could not be confirmed.